Manufacturer narrative:
(B)(4). This complaint was not confirmed due to a lack of sample. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm while on the homechoice device during the initial drain. The caregiver (cg) stated that there was air in the patient line. The tsr recommended that the cg end therapy and start over with new supplies. Tsr then walked cg through ending therapy early procedure. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) on (B)(6) 2010 regarding air in the line during a low drain volume alarm. The cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg stated that the hp uses a patient line extension. The hp had primed the extension line. The home patient (hp) started over using new supplies. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg did inform the pd nurse about the incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. If additional information becomes available, then a follow up MDR will be submitted.